Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space was full in ip-pc. Review of the system log file showed that there was malfunction with the frontal ippc (image processing pc). During troubleshooting, the philips engineer found that the host pc was unable to communicate with the frontal ippc. The fse replaced the ippc, os drive and reloaded the software. The defective ippc was returned for further analysis. The analysis confirmed the malfunction of the ippc and identified that the unit was unable to power on. Following the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk space was full, which would prevent x-ray exposure. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the imaging computer and the operating drive. The device was returned to use in good working order.